Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer experienced hyperglycemia with blood glucose level of 500 mg/dl. Customer was assisted with troubleshooting. Customer experienced symptoms such as vomiting related to high blood glucose level. Customer was treated with insulin drip for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated the insulin pump had exited automode when the high blood glucose occurred. The device will not be returned for the analysis.